Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had not delivered insulin in 4 months. The caller did not report any alarms. During troubleshooting the insulin pump passed the self test, displacement test, and high pressure test. The insulin pump was not returned for analysis.